Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that their staff noticed that the device "free flows fluid" and when the facility's biomed department disassembled the device, they found the bezel to be broken. The iui connectors were soiled so the biomed department removed them before sending the devices to bd. There was no report of patient harm.

Manufacturer narrative:
The reported event of a the device ¿free flows fluid¿ was not confirmed, however previous investigations have shown that damage to the bezel posts can allow free flow when a set is loaded and the door is closed. Physical inspection of the device noted all 6 bezel bosses were cracked and separated. Additionally, all 4 air line assembly posts were also cracked and separated. Fluid ingress was observed at the bottom of the rear case. The proximate cause of the customer's report of free flow is attributed to cracked and separated bezel bosses. The root cause of the customer's report of the cracked and separated bezel bosses was not identified.

Event description:
The customer reported that their staff noticed that the device "free flows fluid" and when the facility's biomed department disassembled the device, they found the bezel to be broken. The iui connectors were soiled so the biomed department removed them before sending the devices to bd. There was no report of patient harm.